Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with debris on the product. Visual inspection found haptic torn and foreign material on the lens surface, specifically, debris on the lens. Claim # (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -12.5/3.0/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged with a longer length lens on (B)(6) 2023 due to low vault without rotation. This resolved the problem. The cause of the event is reported as unknown. Claim # (B)(4).

Manufacturer narrative:
H6 - health effect impact code 4629: lens was exchanged should be added to supplemental MDR #1. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -12.5/+3.0/93 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting with no lens rotation. Lens remains implanted. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).